Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the analyzer was generating noise during implant procedures. The analyzer is expected to be returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Event description:
It was reported that the analyzer was generating noise during implant procedures. The analyzer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The analyzer was analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.